Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 0.66mg/day via an implantable pump. The indications for use were non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that the patient went through withdrawal because the pump went eos (end of service). The reporter was unaware if there were any environmental, external or patient factors that may have led or contributed to the issue. The patient had a refill prior to pump being end of service and managing provider didn't understand how soon pump would be eos even though it indicated eri status. The diagnostics and troubleshooting performed was the company representative met with the patient and interrogated the pump the day of replacement procedure (B)(6) 2021. At that time they confirmed with patient they heard audible alarm, but the patient thought they had more time until replacement was needed. The logs confirmed eos occurred on (B)(6) 2021 due to battery depletion at 7 years. The actions and interventions taken to resolve the issue was the pump was replaced and no issues were found with the catheter. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.